Event description:
It was reported that the customer experienced a blood glucose (bg) level of 630 mg/dl. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using insulin that was expired. Tandem technical support educated the customer on insulin labeling, customer acknowledged and understood.